Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, prime, compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and the dat test at 0.08770 inches. All operating currents are within specification. Off no power alarm functions properly. Unit alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Customer was assisted with troubleshooting and declined for motor position encoder error alarm, air bubbles, leaks and rigid sites of application. Customer stated that the cannula was not bent. Customer stated that the drive support cap was normal, insulin pump was not exposed to high magnetic field. Customer was able to rewind the insulin pump. Customer stated that the alarm history was reviewed and there was more than one motor error alarm within 30 days. Customer also experienced high blood glucose and it was treated with syringes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.